Event description:
User started working in the dept of health and used to vaccinate pts. User developed a rash all over body including head but user did not that was due to the latex gloves. User suffered from latex illness due to the allergy. As today skin has a lot of problems. All user's body is deformed due to latex and the chemical. User has been to several dermatologists but nothing help. Also had used several medications.